Manufacturer narrative:
The evaluation of the returned screw was inconclusive as a product nonconformity was not noted. The screw was one of eight (8) initially implanted, all of the same lot, and the remaining seven (7) screws were properly locked into the plate at the time of the revision surgery. The reporter did not indicate that there was any patient condition (i.e. Poor bone quality) that could have affected the locking mechanism of the backed out screw; however, he confirmed that during the revision surgery the screw was able to be pull straight out and did not require unwinding. This scenario would indicate that the screw was not embedded in the bone or that all three wings of the screw were not fully engaged in the plate, which may have been a reason for the back out. The invue package insert (doc71005, rev. E) includes that "screw back out...and/or reoperation for device removal" are possible adverse effects of the procedure.

Event description:
During patient follow up 3 months after surgery, it was discovered that one (1) of eight (8) implanted invue cervical screws had backed out 2mm from the invue plate. The screw was initially implanted on (B)(6) 2013. The reporter believes that surgical technique was followed during implantation, there were no external circumstances that could have caused the screw to back out (patient condition, accident, non-fusion, etc.) And there was no reported harm to the patient. The patient was revised on (B)(6) 2014 to remove the screw, although it is unknown how long the screw had been backed out at the time of the revision surgery. A replacement screws were locked into the plate and the surgeon did not deem it necessary.